Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd alaris¿ lvp 20d 2ss cv the secondary tubing used to hang gemcitabine chemotherapy was leaking into the primary saline bag. The following information was provided by the initial reporter: (B)(6). It was reported by the customer that "the secondary tubing used to hang gemcitabine chemotherapy was leaking into the primary saline bag. Verbatim: "the secondary tubing used to hang gemcitabine chemotherapy was leaking into the primary saline bag. Primary rn did not squeeze the bag to prime the primary line. Primary rn backprimed the secondary chemo line by dropping the bag below the primary bag and pump. Neither the primary nor the secondary bag were squeezed in order to prime the tubing. When a second nurse was doing a chemo check prior to starting the chemo infusion, secondary nurse noticed that the gemcitabine drug was slowly dripping in the secondary chamber even though the pump had yet to be started. When this was noticed, the primary tubing was exchanged . The chemo was rechecked and then started and infused without issue.""

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jul-2022. Investigation summary: a sample was received and tested by our quality team. The customer complained that the secondary tubing set was leaking into the IV bag but there was no secondary provided after the sample had been decontaminated. The primary tubing was infused with saline solution for an hour and all smartsites were tested with a saline injection. No leaks or abnormalities were noticed. This is an issue seen in the past due to improper secondary bag procedure but this is not assumed. The complaint could not be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported by the customer that during use of the bd alaris¿ lvp 20d 2ss cv the secondary tubing used to hang gemcitabine chemotherapy was leaking into the primary saline bag. The following information was provided by the initial reporter: "mds-isd- mat# 2420-0007 lot# unknown. It was reported by the customer that "the secondary tubing used to hang gemcitabine chemotherapy was leaking into the primary saline bag." Verbatim: "the secondary tubing used to hang gemcitabine chemotherapy was leaking into the primary saline bag. Primary rn did not squeeze the bag to prime the primary line. Primary rn backprimed the secondary chemo line by dropping the bag below the primary bag and pump. Neither the primary nor the secondary bag were squeezed in order to prime the tubing. When a second nurse was doing a chemo check prior to starting the chemo infusion, secondary nurse noticed that the gemcitabine drug was slowly dripping in the secondary chamber even though the pump had yet to be started. When this was noticed, the primary tubing was exchanged . The chemo was rechecked and then started and infused without issue.""